Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet pump¿s sleep/wake button was intermittently unresponsive, with the pump only reliably accessible when placed on the charger; the device otherwise regulated glucose as expected, and education was provided to avoid heat and moisture exposure by relocating the pump from the bra area to the waistband. Symptoms included no adverse clinical effects. Outcomes included no impact to blood glucose control and no need for medical intervention or hospitalization. Investigation included customer service troubleshooting, device restart, user education on proper device handling and placement, and arrangement for device replacement. Investigation of this device was confirmed and revealed an unresponsive user interface control consistent with a sleep/wake button malfunction potentially affected by environmental exposure, with normal therapy delivery otherwise observed. It was concluded, based on previously established findings for similar reports, that the cause was device component failure of the user interface button, possibly exacerbated by heat or moisture exposure.